Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call was not functioning on the device. The bed was located at the account in room 5415. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call not working due to the side comm board malfunction. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side comm board to resolve the issue. Based on the info, no further action is required.